Event description:
It was reported that the ceramic liner fractured into multiple pieces. X-rays show the cup in neutral, no antiversion to the psl shell used. Primary done through a 5.7 centimeter posterior approach mini incision (mis). Liner disassociated from the cup and fractures. There was wear on the ceramic titanium rim and wear on the psl shell. Head was burnished. There is notching on the medical neck of the femoral stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.